Manufacturer narrative:
Unit received with cracked/detached end cap. Unable to perform displacement test due to detached end cap. The insulin pump was received with the following physical damage: minor scratched lcd window, cracked lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corners, stained address/serial number label and stained end cap sticker. Drive support disk was inspected and no anomaly was noted.

Event description:
The customer reported via phone call that their insulin pump was damaged when it was dropped on the floor. Customer stated drive support cap came apart and the bottom of the pump was falling off. The customer¿s blood glucose level was 140 mg/dl at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.